Event description:
It was further reported that the pump was later explanted on (B)(6) 2017. The hospital had discarded the pump and therefore it would not be returned for analysis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) regarding a patient who received compounded baclofen (2000mcg/ml, 590mcg/day) in an implantable pump for an unknown indication for use. The patient was seen for a refill on (B)(6) 2017. It was stated that for the past two days, the pump was alarming. Initial interrogation and pump log review indicated a motor stall occurred on (B)(6) 2017 at 19:54 with a stopped pump may exceed tube set message on (B)(6) 2017 at 19:54. The hcp denied any sources of electromagnetic interference or recent mris. There were no symptoms reported. It was reviewed to silence audible alarms, programming the pump to minimum rate mode, to cover the patient with non-pump medication, and consider replacement. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The representative further reported that troubleshooting and actions/interventions included the physician calling technical support and the patient needing to be scheduled for a pump replacement. The logs were not available. The explant date was not yet set but the pump was expected to be returned after explant. No further complications were reported/anticipated.